Manufacturer narrative:
The customer stated to bec cts (customer technical support) that they wanted to run the instrument with the caps removed. Cts directed the customer to run blank sample tubes and inspect for fluid leakage. The customer did not report fluid leakage after running these tubes. Cts set up a service call for system evaluation. A field service engineer (fse) went on-site (B)(4) 2011 and cleaned the vacuum line. Repair was verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the blade wash cup drain in the unicel dxc 600 pro synchron clinical system was overflowing and leaking fluid onto sample tube caps. The customer was unable to pinpoint the source of the leak. No injury was reported and no erroneous results were generated.